Manufacturer narrative:
This report is for an unknown pfna nail / unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review / investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a patient presented with pain at the hospital approximately one year after device implantation. It was determined by x-ray on an unknown date that the patient had a non-union of the fracture site. During the revision surgery, it was determined the proximal femoral nail anti-rotation (pfna) nail was broken. Patient was revised with an auto graft and device explanted on (B)(6) 2019. The nail construct was originally implanted on (B)(6) 2018. No information is known on the revision surgery. Concomitant device reported: unknown pfna-ii blade (part # unknown, lot # unknown, quantity# 1); unknown locking screw (part # unknown, lot # unknown, quantity # unknown). This is report 1 of 1 for (B)(4). This report is for an unknown pfna nail.